Event description:
It was reported that the right ventricular lead exhibited high thresholds. The lead was capped and replaced during pulse generator upgrade. The patients condition was stable post procedure.